Event description:
It was reported that the external pulse generator (epg) would not stay powered on. The biomedical engineer replaced the battery three times, with the same result. Technical services asked the biomedical engineer to measure the battery voltage of the battery in the device, but instead they replaced it with a fourth battery. When the epg operated as designed with the fourth battery, the caller dropped the call and never answered what the battery voltage was for the battery in the epg. There was no indication the epg would be returned. No patient involvement or complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).